Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/27/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned product revealed that one empty opened foil, two empty labeled winding former, and one needle-suture piece that pertains to product code sxpp1a404 were received for evaluation. During visual inspection of the needle, the swage and attachment area was noted as expected. The suture piece was examined, and the end of the strand was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strands. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2022 and barbed suture was used. The doctor was closing the fascia with the barbed suture in a wound of approximately 20 cm, when it was more or less halfway, the suture broke, so the doctor had to use a new suture. Fragments were generated and were easily removed without intervention. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Photo investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows an aluminum package with a winding former, only a section of the suture is visible in the image. Image is not clear enough to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.